Manufacturer narrative:
This report is being submitted as the result of a retrospective review conducted in CAPA 584165. Corrected sections: d1, d4 (model), e4, g1, h6(health clinical code).

Event description:
It was reported that during patient use, the cardiosave intra-aortic balloon pump (iabp) balloon broke and blood in the helium tubing. The cardiologist was advised to remove the catheter, stop the pump and disconnect the helium tubing. The intra aortic balloon (iab) was safely removed and another iab was not placed. It was further reported that there was clot inside the membrane at both ends. It was later reported that the patient expired. The customer stated a report would be made to the FDA. No further information is available at this time.

Manufacturer narrative:
A getinge field service engineer (fse) arrived onsite and found that the there was blood residue in the tubing within the pim assembly. It does not appear to have traveled past the safety disk into the pump. To resolve the issue, the fse replaced the pneumatic module assembly (pim), including the safety disk. The fse completed a full system test (calibration, functionality, and safety checks), all tests passed to factory specifications. The unit was returned to the customer and released for clinical use.

Event description:
It was reported that during patient use, the cardiosave intra-aortic balloon pump (iabp) balloon broke and blood in the helium tubing. The cardiologist was advised to remove the catheter, stop the pump and disconnect the helium tubing. The intra aortic balloon (iab) was safely removed and another iab was not placed. It was further reported that there was clot inside the membrane at both ends. It was later reported that the patient expired. The customer stated a report would be made to the FDA. No further information is available at this time. A report will be submitted for the intra-aortic balloon.